Event description:
It was reported that a brady device exhibited high out of range impedance measurements for its right atrial (ra) lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.